Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 2191 - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient had a low reading of 57 mg/dl on his cgm and ate candies. Despite treatment his cgm stayed at 57 mg/dl and he began to feel lightheaded, hot and cold feeling, shaky, blurry vision and had quick seizure. He called 911 for medical assistance because he had no glucometer. There was no treatment administered while waiting for the paramedics. Upon arrival, the paramedics transported the patient to hospital. At the emergency room (ER), his bg was measured 23 mg/dl while his cgm stayed at 57 mg/dl. The patient was treated with glucose IV and was discharged after 3 days. At the time of the report the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.